Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload pump to carelink due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was found on the pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, test case, internal battery and test motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, test case, internal battery and test motor. Powered the pump on using the aa 1.5v battery and continued download history files and traces using thus. Still unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Successfully downloaded comlink3 file using thus. Critical pump error (open book image) alarm was due to main_hal_hw_erorr (0x0000004f) in the bootloader. Suspecting hw issue. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thus due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. A test pcba 1 was used, powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. Continued to download history files and traces using thus. Still unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue with blank display on the pump. Customer experienced hyperglycemia with a blood glucose value of 320mg/dl. Customer visited the emergency medical services(ems) and no further patient complications were reported. Troubleshooting was partially performed and display did not return after pump restart. Advised customer to replace pump. It was whether the auto mode feature was active at the time of hyperglycemic event. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.